Event description:
Unithe surgery for talonavicular fusion took place in september. When the pt had an x-ray at a follow up examination, it showed that the compression plate had broken. The doctor will remove the broken plate. Integra requested that the broken plate be saved for eval. Further clinical info has been requested in writing from the surgeon.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.